Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint received with return of device. Conclusion:. Failure observed during analysis. Final analysis found that the device exhibited a battery depletion. The cause could not be determined during testing. Initial reporter: reliability laboratory technician. St. Jude medical crmd reliability laboratory.